Manufacturer narrative:
Philips remote service engineer(rse) has contacted customer and obtained the video as the evidence of the device failure. It is observed that the therapy port is loose, so it is recommended that fse go to the site to adjust the safety nut of the therapy port. The field service engineer has been assigned to adjust the safety nut of the therapy port and performed, successful operational verification tests and returning the device into normal service. The device remains at the customer side, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a loose condition of a safety nut of the therapy port. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that the connector is loose. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.